Event description:
The initial reporter stated: "customer contact took equipment and medication already in the admin set to the patient. About 10 hours into the infusion patient's nurse called customer contact to report the bag leaked and drug got on the pump. Possible fluid ingress. Treatment set at 5.4 ml/hr for 46 hours." No injury to the patient was reported. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. However, the involved administration set was discarded by the user and thus unable to be returned or evaluated. The pump was visually and mechanically evaluated, and found to be working according to specification. No fluid ingress was found. Without the involved administration set, the complaint could not be fully investigated. This is a retrospective filing.